Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The customer's sample pre-analytical information was requested but not provided. The investigation reviewed the customer's alarm traced and discovered several sample aspiration alarms. After the service visit, no further customer complaints were reported. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer's calibration and qc were acceptable. The field service engineer discovered the sample probe was misadjusted. He performed a sample probe adjustment and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein gen.2 results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2020, the patient's initial total protein result was reported outside the laboratory. After testing, the customer froze the patient's sample. On (B)(6) 2020, the patient's doctor requested repeat testing to be performed with the patient's sample. The customer performed repeat testing on the same analyzer for confirmation. The patient's initial total protein result was 4.1 g/dl, and the patient's repeat result was 6.8 g/dl. The customer determined the repeat results were correct. The total protein reagent lot number was 47999501 with an expiration date of 31-aug-2021.